Event description:
It was reported that during functional check, the cardiosave intra-aortic balloon pump (iabp) customer reported the retracting the power cord did not work. The power cord was stuck and the outer jacket of the insulation was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: (B)(6). It was reported that during a routine check the intra aortic balloon pump (iabp) had issue regarding the "power cord" failure. A getinge field service engineer (fse) had evaluated the unit and replaced the "reel ac power cord" and after the replacement the symptoms improved and the unit was handed over the customer for the clinical use. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h6, h10. It was reported that the cardiosave intra aortic balloon pump (iabp) had issue regarding the "power cord" failure. A getinge field service engineer (fse) had evaluated the unit and replaced the "reel ac power cord" and after the replacement the symptoms improved and the unit was handed over the customer for the clinical use. There was unknown patient involvement.the defective components were received for further investigation. The failure analysis and testing dept. Received part number 0012-00-1688-02 with a reported unit failure of the power cord being stuck and damaged. The fat performed a visual inspection and found the part to have damage on the outer jacket. Please see attachment. Will not install and test due to the risk the damaged cord poses to the cardiosave test fixture. Fat verified the reported issue but no root cause defined.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.